Event description:
The caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 2.7; laboratory inr:1.6. The time between testing was 10 minutes. Therapeutic range 2.5 - 3.5 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: product was returned for investigation. The complaint was not confirmed. Retain strip testing on returned monitor met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Investigation of the returned monitor did not uncover any deficiencies. The monitor continues to meet specification. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation/conclusion: device was expected to be returned, however as of 01/23/2015 device has not been received. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.